Event description:
Customer reported an unexpected negative antibody screen on a patient with a history of anti-fy(a) when testing with capture-r ready-screen (4). The antibody was detected by gel methodology.

Manufacturer narrative:
Customer submitted two samples from the patient for investigation testing. The samples were tested with capture-r ready-screen, lot k094 on an in-house galileo. One sample reacted 1+ with cell 3 and the second sample was questionable with cell 3. The same samples were further tested with capture-r ready-screen, lot k093 and were negative. The samples were tested with manual tube method using panoscreen, lot 19183. 2+ to 3+ reactivity was seen at the antiglobulin phase of testing. One sample was tested with different anti-human globulin and fya+b- red blood cells. The sample reacted with anti-igg, c3d, but was non-reactive with monoclonal anti-igg, -c3d and monoclonal anti-igg suggesting the antibody is predominately igg4. The limitations section of the capture-r ready-screen (4) package insert states: "examples of pure igg4 subclass antibodies may not be detected by the capture-r ready screen indicator red cells reagent. Note, however that pure igg4 antibodies are very uncommon." The event appears to be related to the nature of the samples.